Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed a pixelated screen and the touchscreen was nonfunctional, while a paired device used by another person was unaffected. Symptoms included an inability to operate the device via touch. Outcomes included temporary discontinuation of ilet therapy with transition to backup therapy and continued use of dexcom on phone or receiver until a replacement arrived. Investigation included remote troubleshooting, confirmation of device identifiers, arrangement for replacement, and instructions to sync data, shut down the device, and return the unit. Investigation of this device revealed a hardware display and touchscreen malfunction consistent with a screen failure; the device function was otherwise not alerting. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the display/touch interface with no user injury.